Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button and to squeeze the handle but the device jammed on the first shot. A new device was used to complete the case. No injury.